Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed the trilumen abrasion sleeve is bunched between 145-155mm from the terminal pin. Resistance and pressure testing was performed which confirmed the electrical continuity and insulation integrity of the lead. Reliance leads have a separate silicone insulation sleeve over the trilumen insulation. The silicone layer fits over the full length of the insulation but is only bonded on the ends. In some occasions, the friction force that results from contact between the lead insulation and a constricted area is enough to translate the silicone layer over the trilumen insulation, resulting in bunching of the outer silicone. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of micro-dislodgement. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The lead is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that this lead was an attempted implant. It was noted that during the procedure, r-wave measurements began to significantly decrease from 13mv to 1.1mv. The lead had microdislodged and during repositioning attempts, the insulation started to buckle. Therefore, the physician requested a replacement lead which was implanted without further incident. No adverse patient effects were reported.